Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported material deformation was able to be confirmed. Additionally, balloon material shredding was noted on the proximal end of the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/ similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device resulted in the reported stent damage and resulted in the noted balloon material shredding. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that the stent struts were noted to be flared after the 2.75x12 mm xience alpine stent delivery system was removed from the packaging. This device was not used in the patient. No additional information was provided. During device analysis, it was noted that the balloon was shredding.